Event description:
Additional info received from reporter on 12/01/2013: this is my second report in two weeks. Another two omnipods have failed prematurely. The reliability of this product is very poor. These pods are incredibly expensive and I've had 5 failures in less than a month. In addition, when the device fails on day one, I have wasted a lot of insulin. This is never reimbursed by insulet. I am at a point where I need to go back to the medtronic pump until the omnipod can be properly designed.

Event description:
Three omnipod failures in the last eleven days (B)(6). The fail at different times of the day and after different activities. An error message comes up indicating the pod has failed. This causes me to stop what I'm doing and change the pod. It is expensive to waste pods and even more expensive to waste insulin. This has happened many times over the past year. It appears that the design is flawed. Insulet has very poor service in getting replacement pods out to me.